Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter (B)(6). No problem or issues were identified during the device history record review. The reported issue could not be confirmed, as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported, that 12 catheters were not tolerated and had to be removed prematurely. Allergic reaction / infection of the setting site. No medical or surgical intervention was reported.